Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, while slitting the sheath the right ventricular lead dislodged. The physician exercised the helix, however, was unable to retract. The lead was removed and replaced. The patient was in stable condition.